Event description:
The customer reported that they did not hear alarms for an asystole event. No pt harm was reported.

Manufacturer narrative:
(B)(4): the available information is not sufficient to support that there was a malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.